Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect faulty gas delivery engine for evaluation and was unable to reproduce the reported event of the unit alarming high ppeak and occlusion, but was able to isolate the inspiratory pressure calibration to a faulty transducer. This failed transducer is part of an internal investigation.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
It was initially reported that "while on a patient the unit alarmed high pressure peak and occlusion alarm and the patient was reported as deceased. The hospital personnel hard reset the unit by switching the unit off and on several times and selecting a new patient and the unit is reported as working correctly with no errors in the error log." Upon further communication it was reported that there was no high pressure peak alarm or circuit occlusion but the alarms at the time were "low min. Volume", "low tidal volume" and "auto high pressure" and the patient expiring is not directly related to this incident, but the patient was doing fine before the incident and the patient did not have any pulmonary problems. The customer also stated that the patient was gasping and low or no tidal volume was delivered. The hospital thought that the endotracheal tube was blocked with secretions so they disconnected the avea and suctioned the patient and ventilated via resuscitation bag. After the resuscitation bag, the physician decided to remove the avea ventilator and replace it with a portable ventilator on controlled mechanical ventilation mode. The patient arrested two times due to this incident and co2 increased to 71 and 145 cmh2o because of no ventilation. The customer reported that the death was not directly associated to the incident occurring but felt the patient was doing fine before the incident.

Manufacturer narrative:
The unit was evaluated by our service partners in (B)(6) where the results of the investigation determined the death of the patient was not cause by the unit malfunctioning, as the suspect gas delivery engine was tested and found to be fully functional. The issue was isolated to improper care management of the exhalation components, specifically the expiratory bacteria filter which caused an increased resistance triggering the corresponding alarms.